Event description:
The customer reported a malfunction on the pump, specifically noting a code identified as "malf 0." There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and the customer successfully reset it without recurrence of the malfunction code, allowing continued use of the pump.